Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2019-16907. During an in-clinic follow up, oversensing due to noise was noted on the right ventricular (rv) lead. Oversensing was also noted on the right atrial (ra) lead. The rv and the ra leads were explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: the reported event of oversensing due to noise was confirmed. As received, a partial lead was returned in one piece. Dissection of the lead found internal insulation abrasion breaching between the ring electrode and the inner coil lumen between the shock coils with abraded ethylene tetrafluoroethylene coating of one ring electrode cable and polytetrafluoroethylene liner of the inner coil. The cause of the reported event was due to internal insulation abrasion between cable and inner coil.